Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The instructions for use were reviewed and found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter had broken inside one of our l&d patients. No medical intervention was reported.

Event description:
It was reported that the foley catheter had broken inside one of our l&d patients. No medical intervention was reported.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual: received 2 all silicone foley catheter attached to the urine meter bag. Upon visual inspection of the sample noted the bottom portion of the catheter containing the eyelets and tip of the catheter was cut off. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labeling is found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Based on the results of the investigation no additional actions are required at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.